Event description:
Additional information was received that indicates that the patient details reported were incorrect and that the patient is unknown.

Event description:
Additional information was provided indicating that the patient's sleep snoring issues were believed to be related to stimulation by the neurologist. The neurologist switched off the patient's device and then removed it due to the reported sleep snoring issues.

Event description:
An article entitled "vagal nerve stimulation for drug-resistant epilepsy: adverse events and outcomes in a series of patients" was provided to the manufacturer and reviewed for adverse events. A report of a patient experiencing sleep-snoring was reported in the article and the patient reportedly had the vns device removed as a result. Follow-up was performed with one of the contributing authors to identify the suspect device. A review of the manufacturing records for the patient's implanted generator confirmed that it was manufactured to all specifications and had passed all quality inspections prior to release for distribution.